Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Thrombectomy - "while performing a thrombectomy procedure a python a4e04, lot # 1276316 was placed arterially over a wire. Wire was then removed to perform an arteriogram via the python. We imaged to check our placement and noticed that the distal tip of the python was not attached to the shaft of the catheter. The tip moved to the distal bifurcation of the ulnar radial artery. [Doctors] were able to retrieve the tip with a snare." Patient status: no patient injury.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation with twenty-seven (27) sterile units. Upon visual inspection, engineering confirmed that the tip (balloon, proximal and distal windings) had separated from the catheter of the event unit. Testing was performed on the sterile units and all units met current specifications. It is likely that the event unit was inflated and pulled with a force exceeding what the balloon was able to withstand or was subjected to adverse conditions within the vessel. The instructions for use (IFU) states "balloon degradation and rupture may result from exposure to adverse environmental conditions, excessive handling, or deposits within the vessel." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Add info received via email from user facility on april 3, 2017 - there was no resistance when the guidewire was being removed. The guidewire was not re-inserted at any point after performing the arteriogram. No energy devices(monopolar/bipolar) were utilized during the procedure.